Event description:
The patient twas implanted with the argus ii device on (B)(6) 2012. The patient is participating in a post-market study of the argus ii. This patient had chronic hypotony and was scheduled to undergo a revision surgery on (B)(6) 2013 to address the hypotony. Ina pr-operative b-scan for this surgery, the patient was noted to have a retinal detachment associated with proliferative vitreoretinopathy. On (B)(6) 2013, this patient underwent surgery in which the surgeon performed vitrectomy, retinotomy, filled the eye with silicone oil, and performed an iridotomy. There have been no further interventions since that time. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 121 cfr 803.